Manufacturer narrative:
The distributor performed a checkout of the equipment and confirmed the reported complaint. The display board cable was cleaned and reseated to resolve the issue. Patient information could not be obtained due to country privacy laws. Legal manufacturer: (B)(6).

Event description:
It was reported that there was a malfunction resulting in the loss of display during a case. There was no report of patient injury.